Manufacturer narrative:
(B)(4). Only event year known: 2020 batch #:unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch/serial number was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: the event description only mentions 1 device, however, the ip reports 3 devices involved. Please specify how many products were involved in the procedure/ if 3, what is the issue with the second and third device? There is no report about how many products were involved in the procedure, and what happened to the rest two devices. No further information will be provided. This a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the tip of the device was broken. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.